Manufacturer narrative:
(B)(4). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the gradient across the sapien 3 valve cannot be confirmed; however, data review suggests that a gradient was present post operatively (1 day). In addition, per report patient prosthesis mismatch may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 7 months post implantation of a 23 mm sapien 3 valve, "very high¿ gradients were noted, and the patient received a surgical valve. Of note, the sapein 3 valve was implanted into an existing surgical valve. Upon review of medical records (consult, operative, and echo reports), the patient presented with extreme shortness of breath and was initially treated for exacerbation of copd and underwent an echo that revealed an abnormally high gradient across his prosthesis. The mean gradient measured 48 mmhg with a peak gradient over 100 mmhg and moderate amount of aortic regurgitation was noted. An echo taken 44 days post implant of the sapien 3 valve revealed that the aortic valve has the appearance of a normal appearing tavr. There is minimal (trace) aortic insufficiency. The peak instantaneous pressure gradient across the prosthetic valve is 63 mmhg and the mean pressure gradient measured 36 mmhg. The gradient is abnormal for this prosthetic aortic valve. An echo 1 day post procedure revealed the peak instantaneous pressure gradient across the prosthetic valve is 74 mmhg. The mean pressure gradient across the prosthetic valve is 41 mmhg. As noted, findings suspicious for patient prosthesis mismatch. An echo 7 months post implant revealed trace ar (paravalvular), the peak instantaneous pressure gradient across the prosthetic valve is 79 mmhg. The mean pressure gradient across the prosthetic valve is 45 mmhg. It was noted that the gradient is abnormal for this prosthetic aortic valve. During the surgical valve replacement procedure, the sapien valve appeared to be anchored well into the surgical valve with no struts coming below the level of the prosthesis which was touching in the tissue. An endarterectomy technique was successful in removing both valves. The valves were inspected and the leaflets were not calcified. The leaflet mobility appeared nominal. The valve was visually inspected ventricular side up and it appeared as if the orifice was quite small, being that the second prosthesis could not fully deploy as it was trapped in a smaller bridging ring. The annulus was debrided and the surgical valve was successfully implanted. The patient was stable and transported for post management care.